Event description:
A surgeon reported that an intraocular lens (iol) did not unfold well after placement in the capsular bag. During manipulation to unfold the lens, the edge of the iol stuck on the posterior capsule and caused a small tear. The surgeon classified the injury as slight, and stated the incident did not result in any consequences for the pt. The lens is still implanted, and the pt is doing well.